Event description:
It was reported that a patient underwent an paroxysmal atrial fibrillation (afib) ablation procedure with an carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. It was reported that part of the hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath - medium became partially dislodged. A piece of the valve could be seen moving back and forth in the hub when a catheter was advanced or withdrawn. The sheath was replaced and the issue was resolved. The procedure was continued and completed. Additional information was received. The hemostasis valve (gasket) did not dislodge inside the hub, but it was damaged. The hemostatic valve did not dislodge outside the hub. The brim cap/hub did not detach from the sheath. The sheath was used on the patient. Air did not enter the patient¿s body. No blood return was observed. The event was assessed as MDR reportable for a hemostatic valve separation issue.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on (B)(6)2022. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: pc-(B)(4).

Manufacturer narrative:
Additional information was received on 21-nov-2022. It was confirmed that it was the pentaray nav eco catheter that was used during the procedure. It was the insertion tube that was used to introduce the pentaray nav eco catheter into the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. The physician did state that he felt the damage occurred during a pentaray nav eco catheter exchange. The additional information received updated the concomitant device from "unknown brand catheter" to "unk_pentaray nav eco". Therefore, processed "d10. Concomitant medical products and therapy dates" field. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an paroxysmal atrial fibrillation (afib) ablation procedure with an carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. A picture was received for evaluation following biosense webster's procedures. According to the picture provided by the customer, the hemostatic valve was not observed dislodged inside the hub component; however, it looks damaged. This issue could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; however, this could not be conclusively determined. The issue reported by the customer was confirmed based on the picture received. The product analysis was performed as appropriate in order to find the root cause of the complaint. The product was returned to biosense webster (bwi) for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve is placed in its original place and broken in the star section. A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. An internal corrective action has been opened to reduce this failure mode. Explanation of codes: -investigation findings: appropriate term/code not available (c22)/ investigation conclusions: cause not established (d15) were selected as related to the photo provided. -investigation findings: fracture problem (c070603) / investigation conclusions: unintended use error caused or contributed to event (d1102) / component code: valve(s) (g04135) were selected as related to the customer¿s reported issue of hemostatic valve separation. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).